Manufacturer narrative:
The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation, it is most likely that the reportable malfunction was due to some kind of stress such as damage or deterioration of parts. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope image guide (ig) snake tube display was missing (1 mm2 or more). There were no reports of patient harm or involvement.